Manufacturer narrative:
Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle precision neo meter was reviewed and the DHR showed the freestyle precision neo meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. (Model number) was inadvertently omitted from the initial MDR 30 day report.

Event description:
Customer's mother reported a display issue with the adc blood glucose meter, stating the "screen lights up but is unreadable". The mother further reported the child experienced vomiting and paramedics were called and transported her to a hospital. At the hospital, a reading of 648 mg/dl was obtained and the child was diagnosed with hyperglycemia and administered novo rapid insulin via injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported a display issue with the adc blood glucose meter, stating the "screen lights up but is unreadable". The mother further reported the child experienced vomiting and paramedics were called and transported her to a hospital. At the hospital, a reading of 648 mg/dl was obtained and the child was diagnosed with hyperglycemia and administered novo rapid insulin via injection. There was no report of death or permanent injury associated with this event.